Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip revision - corail/pinnacle construct removed. Primary procedure conducted via daa on (B)(6) 2018 via daa for diagnosis of oa. Patient reported pain/discomfort 2 years + post op. According to hcp, clinical presentation on x-ray over time consistent with either infection or subsidence/aseptic loosening but no diagnosis of either. Several tests conducted between (B)(6) 2021 - (B)(6) 2021, no clear indication of infection but results could not rule out it out as diagnosis. Surgeon opted for 2 stage full hip revision. On x-ray a more radiopaque portion was identified/questioned by hcp in the threated inserter portal of the corail stem. Doi: (B)(6) 2018, dor: (B)(6) 2021, unknown side.